Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported micro striae at 1 week follow up which were smoothed out using dry technique. At 2 weeks follow up, micro striae was still visible and physician smoothed it out using the dry technique. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient did not experience loss of best corrected visual acuity. Pre-op was 20/20 in both eyes. Patient complained of mild glare that had improved from 1 week to 2 week follow up.